Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 317mg/dl at the time of the incident. Customer declined to troubleshoot for the high readings. Customer stated that the insulin pump fell off and when they tried to put the reservoir back in place, it would not lock into place. Customer stated there was a stream of insulin running their leg. Customer was assisted with troubleshooting. Customer stated that the plastic was missing from the reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip. We were unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed unexpected error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring and stained end cap sticker.